Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was damaged prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing increased pain with device use. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
.